Manufacturer narrative:
N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. De-cased sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly); however observed molex connector was displaced after de-casing. Extended investigation has been performed on the returned sensor. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.